Event description:
This is the second of two reports (same patient, different catheters). This is in regards to the second catheter. Linked to mfg report number: 2023988-2015-00046. Monitoring for the patient began on (B)(6) 2015. It was medical decision to change the probe (1st catheter) in (B)(6) 2015 due to low parameters. During the change of probe, it was decided to conserved the bolt part in place and change only the fiber. "During the removal of the fiber, a part of the bolt was lost (not conserved only the bolt was kept)". It was impossible to tighten the new fiber; difficulty to maintain the fiber and risk of accidental removal. On (B)(6) 2015, the full kit was changed. Additional information received on (B)(6) 2015: the patient had no particular underlying conditions. The value of the low parameters were between -3 to 5. There was no patient injury and there was no issue during insertion of the probe. The cable and probe were secured as usual with the clip. It was unknown if the catheter was pulled back slightly after insertion. The catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. On (B)(6) 2015, when they took off the probe from the patient because of the low parameter, a small white ball came out at the same time as the catheter. The customer identified this small ball in the screw participate to fix the fiber. The new catheter (second catheter) was inserted but without this ball, the catheter moved in the screw. They maintained this second catheter with an adhesive plaster. Then, another new catheter (third catheter) was placed on (B)(6) 2015 because the fiber was not correctly maintained and was taken off accidentally during imaging check. The patient finally had an external ventricular drainage and was transferred to neuro but was still in critical neurologic state.

Manufacturer narrative:
Integra has completed their internal investigation on 01mar2016. The product was not returned for evaluation. Sales order that provided by (B)(6) indicates that there were three lots shipped to the customer from the last 12 months. A review of batch history records indicate that they met all requirement before released to finished goods: 305e00319235, 110-4b, mfg date 20 oct 2014 , exp. Date 31 oct 2017; 305e00329982 ,110-4b, mfg date 12 may 2015, exp. Date 30 apr 2018; 305e00333278, 110-4b, mfg date 22 jun 2015 exp. Date 30 jun 2018. Complaint history, model 110-4xxx, from jan-2015 through dec-2015 reviewed; there was one other complaint that issued with complaint code perf039, and it was not confirmed. Failure rate percentage (B)(4). The customer complaint could not be confirmed because the product was not returned for evaluation. No root cause established for the failure mode described in the customer complaint.